Manufacturer narrative:
The meter has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter error (meter error issue) issue. The reporter stated that the blood glucose value was not saving on the meter when trying to perform a bolus, but was showing in the ezbg and ezcarb fields. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.